Event description:
It was reported that the patient experienced an infection. The patient had "scant yellow drainage and reddened medial edge of incision site". The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Rvdr01 implantable pulse generator 2012-07-31. Lead remains in use. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is enrolled in the surescan post approval study (pas) study.